Event description:
It was reported that prior to use on a patient, during inspection/functional testing it was noted that the intra-aortic balloon pump (iabp) was not functioning with external power. Battery is not getting charged. As a result, the user used a different iabp for the procedure. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn# (B)(4). No iabp part was returned to teleflex chelmsford for investigation. The reported complaint of "power supply not functioning" is not able to be confirmed. If the part is received at a later date, an investigation will be performed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the iap serial and lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to use on a patient, during inspection/functional testing it was noted that the intra-aortic balloon pump (iabp) was not functioning with external power. Battery is not getting charged. As a result, the user used a different iabp for the procedure. There was no report of patient complications, serious injury or death.